Manufacturer narrative:
The evaluation of the submitted system controller log file confirmed low flow hazard alarms and the reported pump stops; however, a specific cause for the events could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2017 to (B)(6) 2017. Low flow hazard alarms were observed on (B)(6) 2017. Between 02:34:52 am and 02:37:02 am on (B)(6) 2017, several pump stoppages, low speed advisory/hazard, and low flow hazard events were observed while the system controller was connected to a power module. Some pump power elevations were also observed during these events. The captured pump stoppages and low speed advisory/hazard events appeared consistent with a potential percutaneous lead issue. It was reported that an ungrounded patient cable was returned to the patient for use with the power module. The patient remains ongoing on vad support and no further related issues have been reported at this time. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced driveline replacement was reported under medwatch MFR report# 2916596-2017-01444. Device was manufactured prior to the UDI labeling implementation. Approximate age of device - 7 years, 3 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient underwent a percutaneous lead (driveline) replacement on (B)(6) 2017. On the evening of (B)(6) 2017, the lvad system produced a pump stoppage event while connected to a grounded power module patient cable. The device was then connected to an ungrounded power module patient cable. A log file reviewed by the manufacturer¿s technical service representative confirmed only low flow events. No additional information was provided.